Manufacturer narrative:
Additional, changed, and / or corrected data. Device evaluation: visual analysis of the returned device identified: opening crack, crease flat. Leak test was performed and found opening on anterior and opening crack on diaphragm valve. A microscopic analysis was performed which identify opening crack and puncture opening on anterior side, consist in the use of some surgical tool. Based on the device analysis the final assessment is: a puncture opening on anterior due to surgical damage like. A crack opening on diaphragm valve due to cracked valve seat diaphragm valve.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.